Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported blood glucose being high and wanting to know if the basal is being delivered. The current blood glucose level was unknown. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did not complete troubleshooting. The customer¿s husband wants it documented that the customer fell, however did not require a hospital visit. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.